Event description:
An implant card was received indicating that a lead issue occurred during the surgery. Further follow-up revealed that during generator replacement surgery, the surgeon inadvertently cut the lead. It was reported that another lead was not available at the time of generator replacement, so the patient was scheduled for lead replacement at another time. The patient later underwent lead replacement. It was reported that the new vns system was functioning as intended.